Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The returned test strips were measured on reference meters with a high level control sample: testing results (qc range = 2.7-3.3 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." This event occurred in (B)(6).

Event description:
The initial reporter received a questionable inr result with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 3.4 inr. The result from the laboratory was 2.57 inr. The customer also tested with a demo meter (serial number not provided) with a result of 3.2 inr. The results are within one (1) hour of each other. The customer¿s therapeutic range is 2.5-3.5 inr.